Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: unknown competitor ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received approximately 30 inappropriate shocks before arriving at the hospital and right ventricular (rv) lead disconnection was suspected. It was also reported that the rv lead had noise in the electrogram. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.